Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the history indicated that loss of prime alarms were emitted and associated with non-zero low forces. Investigation revealed that the force sensor was out of calibration. Pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. No issues were found with the force sensor assembly. Recall status report - 2531779-03/24/2010-003-r.